Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: I had a customer who discovered a sticky clear substance inside a bd syringe he got from us. He said he is a nurse and he usually prepares a vitamin b12 injection for his daughter. But this time, he spotted this sticky substance inside near black plunger towards the top. From my experience, I haven't seen this happen before. We actually have a sample of this sticky substance syringe.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: I had a customer who discovered a sticky clear substance inside a bd syringe he got from us. He said he is a nurse and he usually prepares a vitamin b12 injection for his daughter. But this time, he spotted this sticky substance inside near black plunger towards the top. From my experience, I haven't seen this happen before. We actually have a sample of this sticky substance syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/14/2020. H.6. Investigation: one loose 3ml syringe with needle attached was received and evaluated. It appeared the "sticky clear substance" was silicone and was the normal and expected amount per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9260961 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since the reported defect was not identified in the samples received, no corrective actions are required at this time. H3 other text : see h.10.